Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 675 mg/dl. Reportedly, the cause was customer's non-tandem sensor as not working, and customer did not manually check bg levels. Tandem technical support made multiple follow up attempts, however, no response received.